Event description:
During ep study, pt was induced into v-fiba and could not be pace terminated, therefore, needed to be rescued by the lifepak defbrillator. Lifepak took longer time than usal to charge, and when shock button depressed nothing happened. Shock button depressed second time, and it shocked pt to normal rhythm. No harm to pt.